Event description:
A patient was implanted on (B)(6) 2025 with the legacy genio implantable stimulator (not pn 2954) and upon activation, there was no stimulation. On (B)(6) 2026 the patient underwent a replacement surgery. Surgically reaching the implantable stimulator was challenged by fibrotic tissue. All related implantable stimulator structures were encapsulated. The implantable stimulator was successfully replaced with a new device. Testing of the device both before and after skin closure produced acceptable straight tongue protrusion.

Manufacturer narrative:
Update to sections b5 and d4. As of the date of this report, the device has not yet been received for investigation.

Event description:
A patient was implanted on (B)(6) 2025 with the legacy genio implantable stimulator (not pn 2954) and upon activation, there was no stimulation. On (B)(6) 2026 the patient underwent a replacement surgery. Surgically reaching the implantable stimulator was challenged by fibrotic tissue. All related implantable stimulator structures were encapsulated. The implantable stimulator was successfully replaced with a new device. Testing of the device both before and after skin closure produced acceptable straight tongue protrusion. It is important to note the implantable device in this complaint file is not distributed in the united states.